Manufacturer narrative:
A ge rep rep performed an on site investigation. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently turn off when it was powered on, thereby preventing the system from booting up. There is no report of injury or death associated with the event described in this complaint.